Event description:
A female was admitted with a clotting disorder in which the patient is hypircoagulate. The patient was brought to the angio department where she received a venogram w/contrast. The aniojet was used for power pulse spray with 100cc's of lytic. The drive unit wad then reset and the dvx catheter was used for a total of 298cc's extracted in a totally occluded ivc. So in calculating the device was run for under 5 minutes in extraction made. The next day the patient developed hemoturia (severe) (this later developed into hemoglobinuria). The patient has brought back down a venogram w/minimal contrast was shot. The patient then was continue on lytic therapy for the remainder of the week, with occasional minimal contrast used for venograms. Within 24 to 48 hours after using the angiojet the patients renal function worsen and the patient developed full blown renal failure was placed on dialysis. This was the second time in 6 months that the patient was admitted in this hypercoagulable state, and was treated contact spoke with dr. And some of the staff from the case and also supervisor angiodetp. Dr. And contact discussed possible improvements for this techniques ocluding use of bicarbonate as well as hydrating the patient more.